Event description:
It was reported that the patient developed cardiomyopathy due to right ventricular pacing. The pacemaker was explanted and replaced with implantable cardiac defibrillator (ICD). The patient was stable throughout.

Manufacturer narrative:
The product was returned and visual inspection was normal. Interrogation of the device revealed normal result and no anomalies were found.